Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5103891). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sinus infections, skin and eye irritation. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dust/dirt contamination was found throughout device enclosure, and airpath. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. A small piece of black plastic broke off the blower. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The manufacturer concludes contamination of dust, dirt, keratin, black plastic found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.on the previously submitted report, the reporter country in section e was inadvertently left blank.  It is corrected on this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5103891). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged sinus infections, skin and eye irritation. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dust/dirt contamination was found throughout device enclosure, and airpath. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination. A small piece of black plastic broke off the blower. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The manufacturer concludes contamination of dust, dirt, keratin, black plastic found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.